Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus. The customer reported that they able to pull medication from another station, which resulted in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the bus. A field service engineer inspected the drawer and cleaned out all trash and debris after removing the trays and pockets. The fse reset all the connections on the back of the drawer, showing that full connectivity was allowed and the retractor band was not damaged. After troubleshooting techniques and cleaning, the station was powered back on for the customer to test for functionality, passed the test. The system functioned as intended after the field service engineer repaired the device.